Event description:
The pump was received for service with the report "all 3 channels were operated, then all 3 channels went out". The facility's biomedical engineer stated the event did occur during patient use and when the nurse walked by the room they noticed all 3 channels appeared to be off but the device was still on. Although attempts were made by baxter quality management to obtain additional information from the reporting facility, details were not available regarding patient demographics, diagnosis, status, medical intervention, patient injury, set up of pump, or medication involved.